Manufacturer narrative:
Investigation: one (1) customer sample and two (2) photos were received for evaluation. The customer sample was evaluated for the presence of foreign matter. Upon visual inspection, a thin, brown piece of foreign matter approximately 2mm long was observed on the inside of the syringe barrel. The foreign matter was further analyzed using ftir analysis and was identified to be consistent with silicone lubricant/surfactant with some water present. Retention samples from the incident lot were visually inspected, and no further instances of foreign matter were observed. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. Based on the investigation, the customer¿s indicated failure mode for foreign matter was observed by bd pas during evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Manufacturer narrative:
Investigation: one sample was returned in support of this complaint, and 2 photographs were attached. Evaluation of the sample and photographs showed a thin, brown fm 2mm long on the inside of the syringe barrel, opposite the 0ml graduation line. The retained samples from this lot number were evaluated and no further examples of fm were identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6341696. Although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(4).

Event description:
It was reported that before use, there was foreign matter inside the barrel of the 22 gx 1 in. Bd preset¿ syringe. There was no report of injury or medical interventions